Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s daughter stated that the patient has had on-going inaccurate cgm values with a 60 ¿ 115 mg/dl point difference. In the evening of (B)(6) 2021, the patient¿s cgm displayed 63 mg/dl followed by the patient eating some candy; however, a bg was not performed. Subsequently, the patient passed out, fell to the floor, and regained consciousness an unspecified number of hours later. The patient recalled the last value she saw on the cgm was 43 mg/dl. The reporter alleged that the patient¿s bg may have been lower than the cgm value of 63 mg/dl for her to pass out and have a value of 43 mg/dl after eating candy. There was no medical intervention or third-party treatment associated with the hypoglycemic event. The following day, the patient and was taken to the hospital where she was evaluated, treated, and admitted to the ICU for hyperkalemia. It was not confirmed if the hyperkalemia was associated with the hypoglycemia event from the previous day or the patient's kidney failure. The hypoglycemia event sensor was still in use while the patient was in the ICU and the cgm displayed 391 mg/dl but the bg per the ICU staff was 303 mg/dl. Additionally, it was reported the patient is in kidney failure and on dialysis. At the time of report, the patient as in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.